Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer¿s blood glucose level. After providing pump reset information and assistance, the malfunction persisted. Technical support instructed the customer to upload logs via the tandem t:slim mobile app for investigation and arranged to replace the pump. To ensure uninterrupted insulin delivery, the customer will use multiple daily injections (mdi) as backup therapy.